Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue occurred, and it was completed as planned by using the wired footswitch. Per the information collected, the wi-fi (led) indicator on the wireless footswitch was off and the color of the battery indicator was green. A philips field service engineer (fse) inspected the system onsite and was told by the customer that there was temporary connection issue between the wireless footswitch and the system from time to time. The fse replaced the wireless footswitch (wfs) and the wfs base station to resolve the issue. The defective wireless base station was returned for further analysis. The tests determined that there were no issues with the base station. The exact cause of this inability could not be definitively identified. Nonetheless, after the necessary replacements were made, the system was returned to use in good working order. The investigation determined that this malfunction is not connected to any field safety corrective action. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch required replacement. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.